Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken at which time the entire scs system was explanted.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or recharged the scs system since (B)(6) 2014 (date of event is unknown). Reportedly, the ipg is inoperable. As a result, surgical intervention is recommended by the physician as the next course of action to address the issue.